Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had a new pain stimulator implanted in their back and that it was not working properly. The patient stated that they had some questions about it. No patient symptoms were reported and there were no complications. Indication for use is unknown.